Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading of over 500 mg/dl with large level of ketones and symptom of diabetic ketoacidosis, abdominal pain, polydipsia, polyuria nausea, and vomiting due to an inaccurate delivery issue. It was reported that the patient was treated at the hospital by medical personnel with intravenous fluids. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issues and potential causes for perceived inaccurate delivery issues did not identify any specific causes. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2014 06:08; deliveries resumed at 09:42. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap; no errors, alarms, or warnings were duplicated. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The total daily doses added up correctly and reflected the user programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.